Event description:
Pt was properly connected to electrodes for cardioversion, and during cardioversion sparks and loud sizzling were observed from the patch. Cardioversion was completed with paddles. Rptr unable to determine cause of patch degradation. Rptr unable to duplicate condition. 6/17/94 and 06/21/94.